Event description:
It was reported to philips that there was system not starting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) checked the system remotely and confirmed that the system was not booting up after the power outage. The customer reported that the system could be started up in the morning but there was an error. The rse restarted the system, but the system failed to boot up again. The system was completely disconnected from the network. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.